Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert and subsequently the pump shut down. During troubleshooting with tandem technical support, the customer was able to successfully charge the pump. There was no impact to the customer¿s blood glucose level. A replacement wall adapter was sent to the customer.